Event description:
It was reported that during an implant attempt, the "measurements were bad." Upon a third repositioning attempt of the lead, the helix would not retract after thirty rotations. An x-ray could not see the screw in the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. There was blood in/on the helix/lobe mechanism including the sleeve head.